Event description:
Patient was revised to address a broken femoral adapted. Adapter was well-fixed into sleeve, but loose at the junction where is rotates. The femoral component was also loose the bone/cement interface; however, the manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
Examination of the submitted femoral adapter confirmed the reported device fracture. No material defects were observed on the fracture surface. The root cause of the femoral adapter fracture was caused by fatigue. The exact root cause of the fatigue could not be conclusively determined, as the patient available bone stock and patient body mass index of (B)(6) could have contributed to an increased stress level on the femoral adapter. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.